Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that after the patient's pump was increased, she got "really sick". At the patient's first adjustment, the healthcare provider (hcp) turned up the pump too high and she had a headache "super bad", was throwing up, and her stomach was bloated and swollen just below the pump area. It had gotten so bad she couldn't lift her head up off the bed. The patient then felt a "bee sting" sensation and reached back to feel fluid at the incision in the lower lumbar area from a previous implantable neuro stimulator (ins) that was implanted. The hcp thought it was a spinal headache. Extreme neck pain was also reported. The adjustment that started all the symptoms was noted to be about 10 days after implant. The hcp drained about 15 cubic centimeters from the area around the pump and placed her on antibiotics. A blood patch was done last tuesday, (B)(6) 2016, but it did nothing. It was noted that the patient was progressively getting worse. It was stated that the hcp office was waiting for the manufacturer to do a "side port" and the off ice put through an "urgent authorization" today, (B)(6) 2016. It was further noted that the hcp wanted to do another blood patch. The patient had never felt pain like that before and the patient was going to give the hcp until the afternoon and then may go to the emergency room (ER) because she was in so much pain. The change in symptoms was considered to be sudden. If additional information was received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp). The date of onset was reported to be (B)(6) 2016. Diagnostics were performed and the patient's symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.